Event description:
It was reported that the patient was admitted to the hospital with a low heart rate and long pauses. Device interrogation showed high capture threshold and loss of capture. The lead was explanted and replaced on (B)(6) 2017. The patient was stable post-procedure.